Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction main lamp does not light shifted to spare lamp due to faulty power supply was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: light is dim than usual due to foggy internal lens, dust inside the unit, scope socket found broken, front panel label found vanished and corrosion on rear foot. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the malfunctions would likely be a faulty power supply. The event can be prevented by following the instructions for use which state: ensure proper power condition at site (proper grounding & no voltage fluctuation) equipment to be placed in proper ventilated area for heat dissipation. Equipment to be placed in dust free environment. During fumigation equipment must cover or moved to other area. Prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. Clean the equipment with soft & clean cloth. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source completed 500 hours of usage and then the main lamp was changed out to a new lamp. The field service engineer then evaluated the light source and found the spare lamp was working even after replacing the main lamp. The issue was found during maintenance. There were no reports of patient involvement.